Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the handle with mini quick coupling did not accept and lock on screwdriver shaft. Another set was opened and they took the handle out of it. It is unknown if there was a surgical delay. Procedure was successfully completed. There is no patient consequence. Concomitant device reported: unk - screwdrivers: shafts (part # unknown, lot # unknown, quantity 1). This report is for one (1) handle with mini quick coupling. This is report 1 of 1 for (B)(4).